Manufacturer narrative:
The report received from the open study indicated that during the index procedure a second stent was deployed to improve flow. The patient was also complaining of claudication of both legs since stent placement. Successful balloon angioplasty using drug eluting balloon of the left sfa. Stenosis reduced to 10. Approximately two weeks later, the patient developed a rash from plavix and was switched to effient. The target lesion was a 100% occluded lesion in the mid to distal sfa of 150 mm in length in a 6.0 mm vessel diameter. The lesion was pre-dilated with a 5 x 100 balloon at 6 atmospheres (atm). A 7 x 150 mm flexstent was successfully deployed at the target site. The residual diameter stenosis measured 0%. Post-dilatation was performed with the same balloon at 10 atm. A second stent, a 7 x 80 mm flex was successfully deployed because it was ¿needed to improve inflow.¿ x-ray of stent 11 months after the index showed no fracture of stents and duplex ultrasound showed no occlusion of the target vessel.   The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.    Slow flow is caused by distal disruption of flow, such as debris loosened from the lesion and going downstream or vasospasm is a well-known potential adverse event associated with stenting.   There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken.  The physical manipulation inherent in the stent implantation procedure can disrupt the vessel plaque and intima.  There is no evidence of manufacturing or design issues that may contributed to the event, therefore, no corrective action is required at this time.  According to the investigator, the dissection was related to the procedure and not the cypher stent.

Manufacturer narrative:
Vascore, the core lab for the open study, has identified one new stent fracture - a grade ii, mid-stent fracture on the 24-month x-ray exam for this patient.  There was also ¿interval change-instent stenosis. Abn.psv+waveforms prox to stent suggestive of stenosis out of view. Tl psvr n/a-no normal prox. Segment. Stenosis instent called on elev.psv,image+correlating factors.  In addition, 2 weeks after the index procedure that patient had a hematoma of the right groin. Treatment include ¿pressure was applied, head of bed flat, 10 lb sandbag to area.¿  approximately 3 months later, popliteal stenosis was identified, an occlusion of the left outflow system.  The patient had moderate to severe lifestyle limiting claudication with numbness of his lower extremity.   The target lesion was a 100% occluded lesion in the mid sfa of 110 mm in length in a 5.0 mm vessel diameter with moderate calcification.  The lesion was pre-dilated with a 6 x 100 balloon at 6 atm (six atmospheres).  A 6 x 150 mm flexstent was successfully deployed at the target site. The residual diameter stenosis measured 10%.   Post-dilatation was performed with the same balloon at 7 (seven) atm.   An x-ray of the stent 11 months after the index showed no fracture of the stents and duplex ultrasound showed no occlusion of the target vessel.  During the 4-6 month follow-up, an x-ray taken showed ¿no strut fractures are identified.¿  duplex ultrasound during the same period showed no occlusion and the exam showed patent stent.   During the 5-12 month follow up duplex ultrasound showed ¿there is abnormal monophasic flow identified other areas of hemodynamically significant stenosis¿ and the target vessel was occluded.  There was 50-99% stenosis in the 0-5% and 5-10 cm distal to the proximal edge stenosis category.  The study stent was patent.  There was also ¿interval change-instent stenosis. Abn.psv+waveforms prox to stent suggestive of stenosis out of view. Tl psvr n/a-no normal prox. Segment. Stenosis in-stent called on elev.psv, image+correlating factors. A x-ray performed during the same period indicated ¿no stent fractures are identified in the stent in considered grade 0.¿ duplex ultrasound performed during the 6-24 month period indicated no occlusion and no evidence of disease progression elsewhere.  An additional x-ray performed during the same period indicated ¿no evidence for fracture within the visualized proximal and mid l femur.¿  psvr na - no normal reference segment. Is (in-stent) stenosis called on absolute psv and correlating factors. An additional x-ray showed ¿psvr na - no normal reference segment. Is stenosis called on absolute psv and correlating factors.¿ the product remains implanted and was not returned for analysis. A device history record (DHR) review of lot 1409718 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses fractured¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and known multiple factors can contribute to stent fracture in the sfa (superficial femoral artery).  The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation.  Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures.  Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. The term neointima is used because the cells in the hyperplastic regions of the vascular wall have histological characteristics of both intima and normal artery cells. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. Atherosclerosis is a chronic and progressive condition.  In most cases it is not a localized event but is associated with diffuse disease throughout the patient¿s vasculature.  The exact cause of atherosclerosis is unknown, and it may be the result of multiple etiologies. Infectious agents, hypertension, hyperlipidemia, and cigarette smoking have been cited as potential causes of atherosclerosis. According to the instructions for use ¿potential hazards and side effects include, but are not limited to: stent structure fracture.¿ the reflex sds delivered a smart flex stent and was used during the open study but was not commercialized. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: dose 324 mg, date taken (B)(6) 2014 (mm/dd/yyyy), time taken 7:40 (24 hour clock), time unknown false, was a thienopyridine agent administered? Yes. If no, complete protocol deviation form. Please specify thienopyridine agent clopidogrel. Date taken (B)(6) 2014 (mm/dd/yyyy), time taken 07:40 (24 hour clock), time unknown false, was a loading dose given? Yes. Dose 75 mg.  The product remains implanted and is thus not available for analysis.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the open study indicated that during the index procedure a second stent was deployed to improve flow. The patient was also complaining of claudication of both legs since stent placement. Successful balloon angioplasty using drug eluting balloon of the left sfa. Stenosis reduced to 10. Approximately two weeks later, the patient developed a rash from plavix and was switched to effient. The target lesion was a 100% occluded lesion in the mid to distal sfa of 150 mm in length in a 6.0 mm vessel diameter. The lesion was pre-dilated with a 5 x 100 balloon at 6 atmospheres (atm). A 7 x 150 mm flex stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. Post-dilatation was performed with the same balloon at 10 atm. A second stent, a 7 x 80 mm flex was successfully deployed because it was ¿needed to improve inflow.¿ x-ray of stent 11 months after the index showed no fracture of stents and duplex ultrasound showed no occlusion of the target vessel.